Manufacturer narrative:
The manufacturer's investigation is correctly on-going.

Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. The device was not in patient use. The manufacturer is currently investigating this issue. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported that an issue with a ventilator's internal battery occurred. Although the device's downloaded error log indicated an issue had occurred with the device's internal, the manufacturer was unable to duplicate the issue.